Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device in process but not yet complete.

Event description:
It was reported that pt underwent total hip arthroplasy in 2000. Pt returned to surgery in 2006. Wear was noted on acetabular liner component and components were replaced.